Event description:
It was reported that the customer received a continuous glucose monitor error 42. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) of 594 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. The pump was reset, and the customer continued to use the pump for insulin therapy.